Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced cannula crimped event on (B)(6) 2024 within 3 hours of insertion. Inserted site was abdomen. Blood glucose at the time of event was noticed 400 mg/dl. Patient took correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.